Manufacturer narrative:
The technician found that the brake/steer activation weldment was broken. He replaced the brake activation weldment, rocker arm, and connecting rod to repair the stretcher.

Event description:
Info received indicates when the brake is set at one end of the stretcher, they did not set on the opposite end.